Event description:
Patient was implanted with matrix screws, locking caps, rods and transconnectors on (B)(6) 2011 for a l2-s1 lumbar fusion. Patient was returned to the operating room on (B)(6) 2012 for revision surgery. The surgeon reported the reason for revision was due to a patient fall associated with a dog attack, approximately 4-5 months postoperatively. Following the fall, the patient was experiencing pain. During revision, some screws were found to be loose or needed to be repositioned to fit in the revision construct. Surgeon removed all eight (8) screws and revised patient with new screws and extended the construct from l2-s1 to t11-ilium. This is 4 or 8 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.